Manufacturer narrative:
Investigation: visual inspection: during the investigation, deposits the devices were determined. Permeability test: a permeability test has shown that both valves are permeable. Computer controlled test: to investigate the claim of over-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical position. The result shows that the m.blue operates not within the accepted tolerances in the vertikall position. However, the progav 2.0 operates within the specified tolerances in the horizontal position. An accelerated outflow of m.blue could be determined. Adjustment test: the valves were tested and the progav 2.0 is adjustable, but the m.blue is not adjustable to all pressure settings. Braking force and brake function test: the brake functionality test of the progav 2.0 has shown that the brake function operates as expected and the braking force is within the given tolerance. The brake function of the m.blue operates as expected. However, the braking force cannot be measured due to the non-adjustability of the valve. Internal inspection : after dismantling of the valves, organic deposits were found in both valves. Result: based on our investigation results, we can determine an accelerated outflow and a non-adjustability at the m.blue valve. The visible deposits in the valve caused to the functional impairment. In the progav 2.0, we can determine visible deposits. The deposits had no effect upon the specifications at the time of the examination. Deposits caused by substances naturally present in the patient's body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve.

Event description:
It was reported that a m.blue plus (#fx804t) was implanted during a procedure performed on (B)(6) 2023. According to the complainant, the shunt system caused an overdrainage and had adjustment difficulties. The patient underwent a revision procedure on (B)(6) 2024. The complained product was sent to the manufacturer for investigation. No patient complications were reported as a result of the revision procedure.